Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 was off the bus due to no light emitting diode (leds) were illuminated on either the drawer controller pcb or the drawer module pcb, indicating a hardware failure. The field service engineer (fse) replaced both the drawer module printed circuit board (pcb) and the drawer controller printed circuit board (pcb), then rebooted the device. After reassigning the module to drawer 2, the fse verified that proper drawer operation was restored. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed. User reported pcb had broken. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.